Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket pain. The implantable pulse generator (ipg) was approximately half way to elective replacement indicator (eri) and medical judgement was made to explant and replace the device. No further patient complications have been reported as a result of this event.